Event description:
The facility reported to baxter UK stating that an infusion pump went into failure while infusing noradrenaline into patient. The pump was immediately changed for a new triple colleague with no adverse effects to patient. This event occurred during patient use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 27 2007. Evaluation summary:evaluation was performed by baxter technical service, and the reported condition was not confirmed. The pump event history was downloaded and no failures were recorded. The pump had been switched on at 03:17 hrs and swited off at 03.25 hrs in 2006. During this period, it was noted that no infusion was started. Therefore this pump was not used to infuse on the date specified that the incident was reported. The pump was functionally tested and found to be operating correctly and all results are within specification.